Event description:
A minimally invasive surgery on the lumbar spine for an extreme lateral interbody fusion (xlif) of vertebrae l3 to l5 with percutaneous fixation, with intended placement of 6 vertebra screws bilateral, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array with the 2-pin fixator and schanz pins on the left iliac crest. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with right l3, used the navigated pointer to determine the screw trajectory and plan the screw, and the navigated pedicle access needle to open the cortical bone and to create the pilot hole. Calibrated a non-brainlab screwdriver to navigation, and placed the screw with it into the vertebra, following and into the pilot hole. Prepared and placed the screws in left l3, and bilateral in l4, with the same method using the same navigated instruments. After placing the l4 screws, performed a verification c-arm scan because of being unsure of the accuracy of the placement in right l4, with confirming that the l4 placement was correct. Continued the surgery for the remaining bilateral screw placements in l5, also with the same method using the same navigated instruments. When placing the last screw in right l5, determined that the position of the pointer displayed in navigation did not match to where the pointer was and felt on the actual patient anatomy. Acquired post-placement verification x-ray shots, and determined that the last screw placed in right l5 deviated from its intended position shifted by ca. 4mm. Removed the deviating l5 screw, and re-placed it to its correct location under fluoroscopic guidance, i.e. Under x-ray shots of the c-arm. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon: the deviation of 1 of the 6 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative c-arm x-rays before finalizing the surgery, and this placement was corrected at the very same surgery under fluoroscopic guidance. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and pedicle screw were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 1 of the 6 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative c-arm x-rays before finalizing the surgery, and this placement was corrected at the very same surgery under fluoroscopic guidance. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 20min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating right l5 screw by ca. 4mm was: a movement of the navigation reference array during surgery in relation to the left iliac crest on which it was attached, due to a not suitably rigid fixation by the user as required, and/or inadvertent forces applied to the reference array at the surgery. The array movement warning was displayed in the navigation software during the surgery, and a shift of a schanz pin (fixating the navigation array) is visible in between the 1st and 2nd c-arm scan. Both indicate that a reference array movement did occur at this surgery due to a not suitably rigid fixation in the bone, and/or forces applied to the array unit e.g. During use of the pedicle access needle in combination with a mallet. A movement of the navigation reference array after patient registration to navigation disrupts the coordinate system established during the registration, and causes a deviation between the displayed image scan on which navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation in the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, before the planning and placement of the screw at right l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.